Event description:
The customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during use during fill 3 of 3 on the homechoice (hc). The heater bag disconnected. The home patient (hp) had already cycled the power. The hp previously got a se 2240/2367. The hp had disconnected the bags and the hp could not get the set out. The technical service representative (tsr) assisted the hp to retrieve the set. The hp would complete the therapy with manual supplies. The alarm was cleared. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the heater bag disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4),. The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.